Manufacturer narrative:
An investigation conducted by the local service department revealed damage, including cracks in the adhesive portion of the distal end on the endoscope insertion portion, cracks and detachment of the distal end cap, and detachment of the lg lens. It is unlikely that all this damage to the distal end occurred during the subject procedure. Therefore, fujifilm believes that damage to these portions had already occurred prior to the procedure. In other words, it is thought that the endoscope was used for procedure while the distal end cap and other parts were already cracked/damaged, and that some stress applied during the procedure caused further damage, leading to the parts falling into the patient's body.

Event description:
During a fibrobronchoscopy lavage examination with a rhinotracheal tube held, it was observed that the distal protective cap of the bronchoscope partially detached from the distal end section and fell into the right main bronchus. A surgical bronchoscopy with a different instrument was performed by another pulmonologist to remove the above-mentioned distal end cap parts. The operator finally manages to extract the piece(s) of video-bronchoscope from the bronchial tree.

Manufacturer narrative:
The investigation is ongoing. An supplemental report will be submitted when the investigation is completed.